Event description:
Paramedics responded to a person in cardiac arrest. Medics connected the device to the pt with EKG and therapy electrodes and diagnosed the pt's initial rhythm as non-shockable. Later, when the pt's rhythm changed to vfib, the operator pressed the charge button but, according to the reporter, it alarmed connect electrodes and would not complete the charge to deliver energy. The reporter further states that the operator checked the therapy electrodes/cable connection but the device still would not complete a charge. The device was swapped out with another defibrillator already at the scene and then used for the rest of the event. The pt was not resuscitated but the reporter stated the alleged device malfuncion did not cause or contribute to the pt's death because of the immediate availability of the backup defibrillator.